Manufacturer narrative:
Result - nurse call cable.

Event description:
It was reported by service report that the nurse call cable was cut and missing the end which plugs into the hosp wall. No pt involvement or adverse consequences are reported.